Event description:
Event description boston scientific crm received information that this right ventricular lead is fractured. Whether the fracture is complete or incomplete is unknown at this time. As of today, this right ventricular lead remains in service, with plans to be replaced. No adverse patient effects were reported.